Manufacturer narrative:
If implanted, give date: not applicable as this is not an implantable device. If explanted, give date: not applicable as this is not an implantable device. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implantation of an intraocular lens (iol), the cartridge split and a fragment went into the patient's eye. Reportedly, the doctor was able to remove the fragment with the forceps. No incision enlargement was reported. Additional information was received and it was learnt that the split occurred at the tip of the cartridge. No vitrectomy was performed and no patient injury occurred. No product quality issue with the lens was reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 05/23/2017. Device returned to manufacturer? Yes. Device evaluation: the cartridge was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed residue of viscoelastic solution on the cartridge indicating that the unit was handled and prepare for surgical use. Heavy dent/distortions were observed at the cartridge tip. A plastic piece that came from the cartridge was also received. The customer's reported complaint was verified. Also one hundred and forty one (141) cartridges were returned sealed and unused. No product damaged was observed on these units. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. During manufacturing the operators inspect the neck, tube and tip areas for cracks. No cracking or stress marks are allowed. They also check the tip for any melting, roughness, dent, bent tip or smash condition. The product was manufactured and released according to specification. A search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.